Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 380-580 mg/dl, cause was unknown; with trace ketones. Customer gave a bolus via the pump to address bg level and required paramedic assistance and went to the emergency room and was subsequently admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and insulin to address elevated bg level. Customer was released from the hospital 2 days later, (B)(6) 2025 with the issue resolved an no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.